Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device jammed and the jaws would not open. There was no trauma to the tissue upon opening the device. They opened a new device to complete the procedure. There was no pt consequence reported.